Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular lead was attempted but the stylet became stuck and then was unstuck. A different stylet was inserted with difficulty. Fixation of the lead could not be done. A new lead was used to complete the procedure. No patient complications have been reported as a result of this event.